Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services in late-(B)(6) 2017. This patient was seen in-clinic because this device was generating beeping tones. The device and electrode were implanted in late-(B)(6) 2016. A left ventricular assist device (lvad) was inserted in (B)(6) 2016. When the lvad was inserted, the electrode was cut. The physician elected to program the device's therapy off at that time. The device was interrogated and an alert was displayed due to the cut electrode. This tone issue was referred to an in-house technical services consultant for assistant. The MRI mode was temporarily enabled. The test beeper function was identified and the beeper was permanently disabled. Boston scientific received information from the field clinical representative who reported that the boston scientific team was not aware that the electrode had been cut and the device's tachycardia mode reprogrammed off. The field clinical representative first became aware that the electrode had been cut on (B)(6) 2017 after reviewing the physician's electronic medical note. It does not appear that boston scientific had been previously notified that the electrode had been cut. The device may have been interrogated and therapy disabled by the physician without the assistance of a boston scientific representative after lvad placement. The field clinical representative was unsure if the electrode had been intentionally or inadvertently cut. The physician plans to leave the reprogrammed device and cut electrode implanted at this time. The patient will continue normal follow-up with the ventricular assist device clinic.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the terminal section of the electrode was returned (severed 17.2 cm from the terminal pin). Visual inspection identified possible melted metal on the high voltage cables at the severed location. A set screw mark was noted on the proximal connector, sense a contact pin at the correct location. The lead segment was put through and passed continuity testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted with no patient adverse effects reported. The device and electrode were received at boston scientific's return products for laboratory testing.